Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) had low voltage a battery status of mol1 (middle of life) prior to implant. The device was not implanted.